Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, menorrhagia, pelvic pain and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Cyst, left ovary; excision: benign simple cyst. B. Uterus, cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: benign endometrium exhibiting a late secretory phase appearance. Benign cervix, negative for pathologic changes. Leiomyomata. Bilateral benign fimbriated fallopian tubes, each containing a paratubal cyst. Otherwise negative for pathologic changes. Specimen source: a left ovarian cyst. B. Uterus, cervix, tubes with essure coils. Clinical information: pelvic pain, menorrhagia. Gross description: a. Received is a delicate, thin-wailed, fluid-filled cyst. This delicate cyst is 1 cm in greatest dimension. The cystic tissue fragment is submitted all in a 1. B. Received is a hysterectomy specimen with attached bilateral fallopian tubes. Discrete ovarian tissue not identified with this case. The uterus and cervix is 191 grams, and measures 10 cm x 7 cm x 6 cm. The cervix is 3.3 cm in diameter with a 1 cm cervical os. The serosal surfaces are grayishbrown, smooth, and glistening. Bisecting the uterus reveals a triangular-shaped endometrial canal, 4.5 cm in greatest dimension. The endometrial canal is lined by bulging, tan-pink to tan-brown, lush-appearing mucosa. Adjacent to and focally distorting the endometrial canals a wellcircumscribed fibroid, 2.5 cm in maximum dimensions. Cut surfaces through the fibroid are grayish-tan, whorled, and glistening with no diagnostic evidence of hemorrhage or necrosis. The surrounding myometrium is tan-pink to tan-gray, and is coarsely trabeculated in appearance. Cut surfaces reveal a second well-circumscribed fibroid, 2 cm in maximum dimensions. No other discrete lesions are identified. The left fimbriated fallopian tube measures 9 cm in length and 1 cm in diameter. There is a 1 cm paratubal cyst at the fimbriated end of this tube. Cut surfaces along the proximal aspect of the left tube reveal a tightly coiled, metallic wire, consistent with the essure device. The right tube has a very similar appearance and dimensions, as well as a 1 cm paratubal cyst at the fimbriated end. Cut surfaces along the proximal end of the right tube reveal the right essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Event medical device removal deleted. Event pelvic pain and menorrhagia added from previous version dated (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.